Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. D

Event description:
Allegedly the implant shows a sharp external equatorial edge instead of round edge. Surgery time extended greater than 30 minutes.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.